Event description:
It was learned through implant patient registry, medical records, and investigation that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, one month due to leaflet thickening, restricted leaflet motion, severe stenosis, and severe regurgitation. Patient presented with heart failure, shortness of breath, and fatigue. The tmvr was performed with a 26mm 9755rsl26a transcatheter valve. The patient was in stable condition post-operative. Per medical records, tte showed mildly thickened and severely restricted bioprosthetic mv leaflets, moderate-to-severe eccentric mr, and severe bioprosthetic mv stenosis (mean gradient=26.00 mmhg). The patient underwent tmvr procedure using a 26mm 9755rsl transcatheter valve. Post deployment, mean gradient of the new transcatheter valve was 2mmhg at 73 b/min with no mr.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary 31081, rev a, tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Per technical summary 33069, rev a, structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Additionally, relevant technical summary 31081, rev a, and 33069, rev a, exists for this issue. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there is no confirmed product, or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including a history of coronary artery disease (cad), coronary artery bypass graft (CABG) and hyperlipidemia (hld). H11: corrective data: information was inadvertently missed when submitted the initial medwatch# 43852. The following sections h(6) [component code, clinical code, and device code] have been updated and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 4 years, one month due to stenosis and regurgitation. The tavr was performed with a 26mm 9755rsl26a transcatheter valve. The patient is an 81-year-old female with a history of s/p mvr (sn: (B)(6), (B)(6) 2020).

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.